Event description:
Pt has a pacemaker that is labeled as unsafe for MRI. It was okay'ed for him to be scanned if the rep from st jude turned his pacemaker off. This was done and the pt was consented, placed on scanner, and was monitored while he was on the scanner. After the localizers the first scan began and the pt squeezed the emergency ball to inform us he felt some heating at the site of his pacemaker. He was removed from the magnet and radiologist was notified. His pacemaker was then turned back on by the st. Jude rep without any issue. Pt stated that he was ok. Slight skin redness at pacemaker site.